Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Investigation summary retention samples were selected from bd inventory for evaluation/testing and upon completion, no issues were observed. The five retention samples were within conformance to bd specs. There was no rust or oil spillage or any machine breakdown reported during production of this lot. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. Root cause description: there was no reported qn generated during production of this lot. There is no available photograph to confirm the defect. The rust complaint could not be confirmed. Oil on the product can happen during transportation or at the distribution center. Due to lack of sample of photograph the exact root cause or corrective action is difficult. We have aligned our distribution center through about the complaint to ensure this can be prevented in the future. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Collected data are regularly reviewed to identify emerging trends. Bases on this a CAPA is not needed at this time.

Event description:
It was reported that before use of the venflon I 22ga 0.8 mm x 25 mm there was rust on the product along with an observation of oil in the product box. The following information was provided by the initial reporter: customer observed the rust on product. He also observed oil in product box.